Event description:
A customer reported to baxter product surveillance of a clearlink set in which the set is crimping during the infusion. This set was connected to an equashield and braun valve. A sigma pump was used with these products. There was no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 2 of 4 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).it is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.